Manufacturer narrative:
The reported issue was isolated to the turbine module which was replaced and returned for investigation. Simulated use testing of the returned turbine module has reproduced the reported issue. When mounted into a test ventilator device, the unit passed pre-use check but during simulated ventilation, the device generated the alarm indicating a turbine module failure. The evaluation of the received device logs could confirm the event during ventilation. Our investigation concluded that a defect turbine in the turbine module caused the unit to generate a technical alarm and caused the device to fail pressure transducer test in pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100 % o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).